Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). The valve was not returned to edwards for evaluation as it remains implanted in the patient. Review of the valve assembly/packaging routers did not reveal any issues that may have contributed to the complaint event. Calcification of an implanted valve may be a manifestation of structural valve deterioration (svd).   The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the calcification may be related to progression of the patient¿s complex medical history and pre-existing disease process. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), four years and three months post placement of the sapien xt in the aortic position, the patient had symptomatic valve stenosis. The physicians felt it was valve calcification. A 26mm sapien 3 valve was implanted via the right subclavian/axillary approach.